Event description:
It is reported that upon opening the box of a nexgen femoral component, the inner plastic cavities were found to be broken.

Manufacturer narrative:
Eval summary: a complaint search yielded no add'l complaints for this part number. Packaging development test reports have been performed to verify package integrity during normal distribution. Packages were dropped and vibrated. Standard femoral components were used as test specimens. During these tests no damge to the packaging or product was visible. Based upon the investigational findings, it is possible that the damge was caused by the box being subject to a significant impact, possibly during transit. It is likely that the cause of the damage was exposure to hazards outside of normally anticipated distribution environments or damage that occurred while opening the box from the wrong end. Eval: the device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specs. Visual examination confirms that both plastic cavities have cracked which compromised the sterility of the device. It has also been noted that the box was not opened from the correct side and has a large crease on it.